Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mmol/l. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported receiving an error 4 message. During the course of the investigtion, it was discovered that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment associated with this event.